Manufacturer narrative:
Sc-1200 sn (B)(6) and sc-2218-50 sn (B)(6). The returned ipg and leads were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The patient believed it was caused by the ipg, however, the physician confirmed there was nothing wrong with the device. The patient was having some cognitive digression. The current leakage test verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Therefore, this investigation is assigned a probable cause of adverse event related to patient condition.

Event description:
It was reported that the patient experienced swelling the body. The patient believed it was caused by the ipg, however physician confirmed there was nothing wrong with the device. The patient was having some cognitive digression. All device components were explanted.

Manufacturer narrative:
Date of event: approximated based on the appointment date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7087131/7087294.

Event description:
It was reported that the patient experienced swelling the body. The patient believed it was caused by the ipg, however physician confirmed there was nothing wrong with the device. It was noted that the patient was having some cognitive digression. All device components were explanted.